Manufacturer narrative:
The investigation into the delivery issue issues has been completed. The impella pump was returned for investigation. The returned pump was visually inspected, no abnormalities were found. Per clinical review of the clinical details the root cause of the delivery issue was due to patient condition. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk pci section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions as noted in the impella IFU ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluation" this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. It was reported the physician attempted to place the impella in the right femoral artery, however, due to calcification and tortuosity of the iliac the pump kinked and was not able to pass through the patient¿s vasculature. The physician prepped the left femoral artery and was able to successfully place a new impella. There was no patient harm reported, and this device was replaced.